Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer did not pressed button for more than 3 minutes. Customer had high blood glucose level of 429 mg/dl and was treated with syringe. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons due to corroded keypad trace. Unable to perform displacement test, rewind, prime or seating, basic occlusion test, force sensor test, occlusion test, and self test due to unresponsive keypad.